Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The probe/wash collar was leaking less than 2cc of diluent and sample onto the tops of tubes inside the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of gloves and a lab coat. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) /2014, the field service engineer (fse) evaluated the instrument and identified a leak near the probe during daily checks. The fse replaced the probe (user replaceable part) due to a bend in the shaft. The fse also replaced the probe wash collar due to a crack in the plastic, which was causing the leak. Multiple daily checks, 6c controls and patient samples were all ran without issue. (B)(4).